Event description:
It was reported that patient experienced a diaphragmatic pacing sensation once a week. The left ventricular (lv) lead threshold was reduced and the lv lead remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.